Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she's been having issues with the insulin pump since work. The buttons aren't responding. Currently most of them work except one of them. Customer then stated the act and up arrow buttons haven't been responding. Now only the up arrow button isn't responding. Customer's blood glucose was 351 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case on the display window corners and a cracked reservoir tube lip.